Event description:
It was reported that the site submitted log file on (B)(6) 2021 with concerns of the patient having low flow alarms and pump stops. It was noted that the patient's driveline had an area covered in rescue tape. Log file analysis captured a controller clock reset; this is typically caused by a complete loss of power, which would have caused a pump stop. The log file showed several low speed advisories and pump stops but the duration of these events could not be determined due to the controller clock not being set. These events were indicative of an issue with the percutaneous lead. X-rays were obtained of the driveline on (B)(6) 2021 but they did not obtain any significant portion of the external driveline. An abbott clinical specialist requested a non-grounded patient cable for the patient on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed/pump stop events were confirmed via the submitted log file data. The reported damage to the driveline's silastic sleeve cannot be conclusively determined through this investigation as no photos were submitted by the account and no product was returned for evaluation. Controller clock not set alarms were captured throughout the log file and may be indicative of a depletion of the patient's batteries, causing the pump to stop, and the controller to reset; however, a specific cause for these alarms cannot be conclusively determined through this investigation as the onset of the event was not captured in the log file. The submitted log file data captured multiple low speed and pump stop events while the system was supported with the mobile power unit and power module. Specific dates and times for the majority these events cannot be conclusively determined as the majority of the captured log file events occurred at the default manufacturing timestamp of (B)(6) 2001 at 01:00:00. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through this evaluation. An ungrounded patient cable was ordered for the patient, who remains ongoing on (B)(6). No further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. This document provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. The patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.